Manufacturer narrative:
The technician replaced head right and foot left brake casters to resolve the issue.

Event description:
The technician alleged the head right and foot left brake casters swivel when locked. No pt impact.